Event description:
The graft was implanted as a left upper arm shunt on (B)(6) 2010. The patient visited the hospital for a follow-up and seroma formation was suspected. On (B)(6) 2011, a re-do procedure was performed and the graft was explanted. The explanted graft wall was thinner.

Manufacturer narrative:
The wall thickness of the explanted graft in the area where the seroma had formed meets specification. The review of the lot history record includes wall thickness measurements and demonstrates the graft wall of the entire lot meets specification, therefore, seroma formation was not caused by an out of specification or thin walled graft. The visual analysis of the provided sample does not reveal any potential cause of seroma.